Manufacturer narrative:
.

Event description:
On 2016-01-21 additional information was received from the representatives who suggested that it was possible the catheter was just returned for disposal. However, there was no further information provided related to the previous inquiries of unknown information. A further attempt was made for the information. Should additional information be received a supplemental report will be filed.

Event description:
Additional information was received from the company representative indicating that information for the implanted device is unattainable, as the healthcare provider (hcp) could not find the device in her records. No further information will be provided.

Manufacturer narrative:
Concomitant product: product ID: 8637-40, serial# (B)(4), product type: pump. (B)(4). The patient¿s system had delivered baclofen 500 mcg/ml. Analysis of the catheter revealed the catheter body was broken. The catheter body had a compressed area and a hole caused by deep abrasion. The catheter body was noted to be incorrectly assembled or sutured.

Event description:
On (B)(6) 2015 a representative reported that the product was returned/received. No information was provided with the product's return. There was no report of product issue, user error, or patient symptoms. Analysis later revealed a catheter anomaly. Additional information has been requested for the following: catheter lot number, associated allegations, associated patient symptoms, context of occurrence, troubleshooting, actions/interventions, cause of catheter issue, replacement date, resolution, drug dose and lot number, medical history, concomitant medications, and indication for use of the implanted system. Should additional information be received a supplemental report will be filed.